Event description:
Customer reported a crack in the vented spike adapter. This report involved a (B)(6)patient that was having issues with pain all day since her epidural was placed. The nurse discovered an epidural pump reading low volume, but the medication had not decreased from the bottle. Upon further investigation, the nurse discovered a crack in the vented spike adapter and it was not pulling ropivacaine from the bottle. The patient needed the epidural re-bolused twice and had mild improvement. The patient had inadequate pain management for 16 hours. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available. This report is for the (B)(6).

Manufacturer narrative:
No deviations were found in the batch review. The sample is available for evaluation. Upon receipt and completion of the evaluation a follow up medwatch will be submitted to provide the results. (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one actual sample and one unused companion sample for evaluation. Both samples were visually and functionally inspected and the reported condition was confirmed on the actual sample and not confirmed on the unused sample. A crack was observed on the actual sample and it failed the under water pressure test at 8psi. However, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.